Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a previous metal/metal hip replacement. Due to the patient hearing clicking sounds; the surgeon exchanged the liner and head.